Event description:
It was reported that pump display had pixel issue that affected ability to read and interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump into storage mode and return it using pre-paid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.